Event description:
It has been reported to philips that the azurion 7 m20 system had a flexvision display problem. The system was in clinical use at the time of the event. No harm has been reported although this issue was reported to have been a nuisance to the end user. The dvi cable was replaced due to a cable damaged. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary diagnosis was performed when the issue occurred. The procedure was completed by used the system. The philips field service engineer (fse) inspected the system onsite and confirmed that flex vision display problem. The fsc confirmed that the problem is in optic cable. The fse replaced dvi cable, after that system was returned to use in good working order. The codes were updated based on the investigation outcome.